Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that the event is most likely pt related. No defects or discrepancies were observed with the returned product. Ref # 22038-1997-5.